Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was watchdog system error. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg; 7/11/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable cause is the bad main board due to failed super cap. The main printed circuit board was replaced.